Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had crack on screen, customer was not able to read the screen and buttons was stick. The customer¿s blood glucose level was unknown at the time of incident. Customer states backlight not longer working. The insulin pump will not be returned for analysis.